Event description:
It was reported that the catheter fell out spontaneously due to a pinhole on the shaft.

Manufacturer narrative:
The reported event was confirmed. The evaluation found a tear on the shaft of the catheter which had caused water to leak out. The tear was examined under a microscope and noted to be rough. The sample was inflated with water and observed water to leak at the tear area. The origin of the tear could not be determined. The exact cause of sample condition could not be determined and could not be assigned a manufacturing related process. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out spontaneously due to a pinhole on the shaft.